Event description:
During insertion of accucath ace intravascular catheter, catheter broke and piece was retained in patient. Patient required transfer to higher level of care for vascular surgery to remove piece of catheter.